Event description:
97/50 or 97/31 readings just aren't right. Normal bp usually ranges about 120-140. I asked him to take the pressure while on the phone call to make sure he's sitting properly. 112/57 he stated that's a good reading. Bpm isn't reading correctly.